Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited an ECG anomaly. The patient was in stable condition before, during and post the device interrogation and would be monitored. On (B)(6) 2016 the device was explanted and replaced. No additional information was reported.